Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. The target lesion was located in the coronary artery. A 4.00mmx24mm synergy ii everolimus-eluting stent was advanced for treatment, but failed to cross the lesion. The device was removed and additional pre-dilation was performed. Prior to re-introducing the stent into the patient, the stent delivery system was wiped down with saline. In doing so, the stent came off of the balloon and was later found in the gauze. A different balloon was advanced for dilation and the procedure was completed with a new stent. No patient complications were reported.

Manufacturer narrative:
The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent had detached from the delivery system and it was damaged with stent struts on one side distorted and lifted from the stent profile. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were visible on the balloon wall. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple hypotube kinks across the length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
It was reported that stent dislodgement outside the patient occurred. The target lesion was located in the coronary artery. A 4.00mmx24mm synergy ii everolimus-eluting stent was advanced for treatment, but failed to cross the lesion. The device was removed and additional pre-dilation was performed. Prior to re-introducing the stent into the patient, the stent delivery system was wiped down with saline. In doing so, the stent came off of the balloon and was later found in the gauze. A different balloon was advanced for dilation and the procedure was completed with a new stent. No patient complications were reported.